Event description:
Boston scientific received information that a revision procedure was performed as a result of an infection. During the revision procedure vegetation was noted on the left ventricular (lv) lead during the lv lead removal. Additionally, the physician experienced difficulty removing this right ventricular (rv) lead. As a result, the rv lead was not extracted. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
All available information indicates that this product was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.